Manufacturer narrative:
Weight, ethnicity, race: unknown. This product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated that, while implanting a 12.6 mm vticm5_12.6 implantable collamer lens, -9.0/+3.0/094 (sphere/cylinder/axis) into the patient's left eye (os), it tore. Reportedly, the lens was inserted half-way into the eye when the tear was noted. It was removed immediately and an alternate lens was successfully implanted intraoperatively. This occurred on (B)(6) 2019. The cause of the event is reported as device and user error. No patient injury occurred.

Manufacturer narrative:
Additional details: the lens got stuck in the cartridge when the surgeon was attempting to implant it. As the lens was going into the eye, the surgeon noticed that the lens had torn. Device evaluation: the lens was returned stuck in the cartridge. There was clear surgical residue on the cartridge. Visual inspection found the plunger was overridden. (B)(4).